Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose. The customer's blood glucose was 480 mg/dl, which was treated with a manual injection. The caller stated that this was the third occurrence of the no delivery alarm on the insulin pump. The customer's mother stated that the insertion site had just been changed the night prior. The caller stated that she experienced an issue while setting the insulin pump up with the syringe. She noted that the infusion set did not have a bent cannula upon its removal. She declined to complete troubleshooting, stating that she had never had this issue with the insulin pump before. She requested replacement of the insulin pump. The customer was advised to revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.